Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service review history of records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A sales representative reported that sometime during surgery, it was noted that the depth gauge was broken near the hook, where metal and plastic meet. Also the guideblock had broken; the guideblock has a screw which screws into the plate and that piece broke off. There was no delay in the procedure. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4): service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.